Manufacturer narrative:
Product event summary: the device was returned for analysis but this is not yet complete. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was indicating an unexpected reduction in estimated longevity that is considered premature battery depletion. A review of data collected from the ICD appears to indicate an elevation in current drain but the source is unknown. The ICD was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found the device to have high system current drain (cd). It was also determined that the vreg and fet boost regulated voltages were lower than their intended values. Since these regulated voltages are generated by the l404 integrated circuit (ic) in the stacked chip scale package (scsp), the l404 was further analyzed. The l404 exhibited high cd and the charge pump outputs for vreg and fet boost were low. The vreg output was resistive. The analysis was stopped with the failure isolated to the vreg ¿supply pumps¿ circuity. The cause of the faulty l404 ic was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.